Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of low blood glucose levels due to incorrect programming of the new pump. Patient tried to program her pump on her own as she thought she could do it and remember what to do. Patient was hospitalized for 8 hours. Events leading to admission was unconsciousness. Patient's blood glucose at time of hospitalization was 20 mg/dl. Symptom reported at the time of hospitalization event was low blood glucose. At hospital the patient was treated with intravenous insulin drip, carbohydrate intake, and electrolytes. Patient was advised to change insulin reservoir and infusion set. No further information available.